Event description:
The customer reported to olympus that during reprocessing, the evis exera iii colonovideoscope tested positive for a contamination. The issue was found during a routine culture of the scope. All channels were sampled and more than 29 colony forming units (cfu) per 100 milliliter of revivable microorganism was identified. The user did not report any contamination or any other serious deterioration in the state of health of any person to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided details on the cleaning, disinfection, and sterilization process followed onsite. There was no patient infection reported. The automated endoscope reprocessor (aer) was not tested. During pre-cleaning, the customer aspirates water through the instrument/suction channel and flushes out the air/water channel, balloon channel, auxiliary channel, and elevator channel. During manual cleaning, the customer brushes the instrument/suction, the suction cylinder, instrument channel port, balloon channel and distal end/ares around elevator using the bw-412t olympus brush. The detergent used for manual cleaning and pre-cleaning was aniosyme x3. The automated endoscope reprocessor (aer) used was cantel with intercept plus detergent and rapicide pa part b disinfectant. The device was stored horizontally in a cabinet without drying function. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and less than one (1) colony forming units (cfus)/endoscope of revivable microorganism was identiifed. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of a positive culture was not confirmed. In addition, the right/left know was cracked. The electrical safety test for insulation was out of specification. The forceps passage did not meet specifications. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of the legal manufacturer's final investigation. Updated fields: h4, h6 and h10. The e1 "telephone number' field was updated based on information available at the time of the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿   olympus will continue to monitor field performance for this device.